Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: unknown left mentor breast prosthesis. (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent breast augmentation revision with a mentor breast prosthesis (type unknown) experienced deformity of left breast. Per ultrasound completed on (B)(6) 2017, there are a few small, regular, oval, cystic images measuring between 2.0mm and 6.0mm in diameter dispensing on both breasts (bi-rads us ii). Physician suspects patient may have capsular contracture. As a result, the breast prostheses were explanted from the patient on (B)(6) 2018. This report is for the right prosthesis.

Manufacturer narrative:
On 6/26/2018, mentor received information that identified the initially reported unknown device: brand name: mentor memorygel breast implant. Procode: ftr. Common device name: prosthesis, breast, noninflatable, internal, silicone gel-filled. Catalog: 3545350, lot: 7294633, unique identifier (UDI): (B)(4), PMA/ 510(k): p030053, device manufacture date: 2/24/2016, expiration date: 2/20/2021. The patient underwent breast augmentation revision with mentor memorygel breast implant 350cc gel prostheses. Concomitant products: left mentor memorygel breast implant 350cc gel prosthesis, catalog: 3545350 lot: 6990327. Also on 6/26/2018, mentor became aware that the following was reported incorrectly: is other serious box was checked, it should have been is required intervention. Now checked. (B)(4). Additional information received indicates that the complaint device was a mentor leiden breast implant, but was mistakenly returned to mentor. The mentor leiden breast implants that are manufactured and distributed under the mentor brand but are not approved for import into the united states do not appear to meet the criteria for MDR reporting as a same or similar device to a device that is marketed in the united states. Specifically, the devices differ in manufacturing processes and device specifications. Events that involve these devices would not need to be reported as asrs/psrs or mdrs. As a result, no further analysis will take place. However, since this event has already been reported to FDA, any additional information will continue to be reported as applicable. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on 5/17/2018. The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).